Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-02271. It was reported, the pt experienced heating at her ipg pocket site while charging. The pt stated, she had a slight burn on her skin after charging for two hours. The sjm rep advised the pt of charging precautions. Follow-up identified a replacement charging sys resolved the issue. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction: 1627487-05242011-002-r and 1627487-12192011-003-r. This ipg serial number was included in a field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.